Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels reaching over 500 mg/dl. The cause for elevated bg levels was unknown. Customer was treated with dextrose, and was subsequently admitted to the hospital. Customer's bg level was 554 mg/dl upon being admitted to the hospital. Customer was treated through manual injections and released from the hospital 2 days later. Reportedly, the treatment received in the hospital resolved the reported issue.